Event description:
It was reported that, "patient was at home doing laundry. In the process of turning with the laundry basket, she felt a "pop" in her hip and subsequent pain."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.